Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the canary islands. It was reported that patient faced infusion set issue on (B)(6)2025. The adhesive was not sticking at the insertion site due to removed with clothes. No further information available.